Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker showed a lead safety switch (lss) with a data point of high, out of range pacing impedance and then the values returned to within range values. There was also noise over sensing and inappropriate atrial tachy response post lss. It was recommended to evaluate the patient and perform isometrics with pocket manipulations, while sampling impedance values. Furthermore, a chest x ray was recommended. According to the field representative, the patient had an in-person device interrogation. Lead tests were performed in both unipolar and bipolar configuration with isometric exercises performed as well. Based on the results of lead testing, the ra lead was programmed bipolar sensing and unipolar pacing. The patient was asked to get a chest x-ray prior to the appointment, but he forgot to get it done. The field representative was unsure if he was still going to get one. The ra lead and the pg remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.